Event description:
The customer reported elevated creatinine result, for one patient, involving the unicel dxc 600i synchron access clinical system. The elevated value of 3.29 mg/dl did not correlate with the patient's previous result and was released out of the laboratory. The customer reanalyzed the patient sample on the same instrument and recovered a lower result of 1.33 mg/dl which was issued to the hospital. There was no report of patient injury or change in patient treatment associated with this event.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. Controls performed prior to and after the event were within the established ranges. A definitive cause of the incident is unknown.